Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console(ssc) armrest vertical motor module to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the second console was disabled. The caller mentioned that they were continuing with the case using the other surgeon console. The logs indicated 23905/464 errors on the ergo column of the console. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) armrest vertical motor module was evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and found that the armrest had a small dent on it. Checked lighthouse/aperture and confirmed errors 23095 and 464 had occurred. Installed armrest motor module on an internal equipment, fixture, or tool (eft) system and during calibration the armrest failed for encoder calibration. Errors 23087 and 23118 occurred when system failed calibration. Unable to test any further due to calibration failure. Potential root cause may be an encoder issue.